Event description:
Boston scientific received information that post implant, this right ventricular (rv) and right atrial (ra) lead dislodged. A revision procedure was performed; and the leads were successfully repositioned.

Manufacturer narrative:
The right atrial (ra) and right ventricular (rv) lead remain in service and therefore; will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.